Event description:
The customer observed falsely elevated magnesium results on the architect c16000 for one patient. The results were not reported out. The following data was provided: june 13th initial result = 3.90 mmol/l repeated on another instrument = 1.01 mmol/l reference (normal) ranges: 0.66 to 1.07 mmol/l additional data provided 06july2023 another patient had an initial result of 3.15 mmol/l and repeated on another instrument result = 0.76 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Update to section b5 additional data provided 06july2023 another patient had an initial result of 3.15 mmol/l and repeated on another instrument result = 0.76 mmol/l the field service representative inspected the instrument and found the tubing, peristaltic head (rohs) (7-35009685-04) and the tbg. H.c. Nozzle b waste (rohs) (7-203009-03) were causing the probes to overflow. The parts were replaced, and the issue was resolved. No additional discrepant magnesium results have been reported since the service activities were completed. The tubing, peristaltic head (rohs) (7-35009685-04) and the tbg. H.c. Nozzle b waste (rohs) (7-203009-03) were determined to be the likely causes of the elevated results. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. Device history record review did not identify any non-conformances or deviations with tubing, peristaltic head (rohs) (7-35009685-04) and the tbg. H.c. Nozzle b waste (rohs) (7-203009-03) and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000, serial number c1600975 was identified.

Event description:
The customer observed falsely elevated magnesium results on the architect c16000 for one patient. The results were not reported out. The following data was provided:(B)(6) initial result = 3.90 mmol/l repeated on another instrument = 1.01 mmol/lreference (normal) ranges: 0.66 to 1.07 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.